Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was a rupture or leak in the balloon. Per additional information received on (B)(6) 2022, the rupture of the sealing balloon caused a leakage of the water filling it. Because of this, the probe could not be properly attached and had to be replaced. Per additional information received on (B)(6) 2022, there was no medical intervention given. The probe was replaced as part of the standard procedure.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported defect from customer complaint. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated nutriport balloon without its original packaging with lot 1812883764 was received for evaluation. The visual inspection was performed according to the procedure. In addition, a functional test was performed and a leak was observed in the balloon. The reported issue was confirmed. A corrective and preventive action has been initiated to determined the root cause and to address the reported issue.